Event description:
X-rays were obtained of a patient during a post operative visit after undergoing implantation with infix in 2006. The xxrays show that the struts at the l5-s1 level are backing out of the construct. The surgeon reported that the patient is doing well and is asymptomatic. No revision surgey has been planned to date and there is no knowledge of it being scheduled.